Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple low battery alarms before and after battery changes. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was monitored for several days. The device was received with all operating currents within specification and it passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No unexpected failed battery alarm and no unexpected low battery alarm anomalies noted. The device was received with minor scratches on the lcd window, cracked battery tube threads and cracked reservoir tube lip.